Event description:
Patient had adverse local tissue reaction. Cobalt serum 3.2 chromium serum 0.5, cobalt aspirate 1300 chromium aspirate 770. Patient underwent post primary left hip revision, exchanged 40mm head and liner for 36mm liner and biolox head.

Manufacturer narrative:
An event regarding altr involving a size 6 accolade ii 127 deg was reported. The event was not confirmed. Device evaluation not performed as no device was returned. A review of the provided medical records by a clinical consultant indicated. No certain root cause of failure can be established for this case due to lack of proper information. A device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review. A complaint history review confirmed no other similar events for the reported lot. The exact cause of the event could not be determined because of a lack of information. Further information such as the reported device, pathology notes, and x-rays are needed to complete the investigation for determining the root cause. No further investigation for this event is possible at this time.

Event description:
Patient had adverse local tissue reaction. Cobalt serum 3.2 chromium serum 0.5, cobalt aspirate 1300 chromium aspirate 770. Patient underwent post primary left hip revision, exchanged 40mm head and liner for 36mm liner and biolox head.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested, but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.